Event description:
Customer reported via phone call that there was an error and the blood glucose reading is 100 mg/dl. Customer states that the insulin pump is alarming.

Manufacturer narrative:
Unable to download unit to care link due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Pump received with black shadow on the display due to warped/uneven lcd board.